Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the helix became distended upon repositioning the right atrial (ra) lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant.